Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the black box data revealed multiple occlusion alarms. The pump successfully completed a prime sequence and 24 hour exercise test without issue. The force sensor was observed to be properly calibrated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion alarm issue. The reporter stated that they were able to reboot the pump to clear the alarm prior to the call. The reporter stated that the pump alarmed for an occlusion while delivering an air bolus during trouble shooting. It was reported that the issue began occurring 2 months prior to the date of complaint. The reporter noted that the pump was exposed to x-rays or MRI machine 2 months prior to the date of complaint. The reporter was made aware that the user guide instructs that the pump should not be worn while the user is exposed to x-rays or mris. The reporter noted they used refrigerated insulin to refill the insulin cartridge. The user guide instructs to use room temperature insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.